Event description:
It was reported that the patient underwent a revision surgery to remove a bone screw. During removal of the bone screw the driver tip broke. The broken fragment was removed. No additional patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.